Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated device. During a routine follow up, the physician identified an unknown endoleak. The physician elected to implant a bifurcated stent, a suprarenal aortic extension, and 2 limb extensions to seal the leak. Patient is stable.

Manufacturer narrative:
Additional information was found from a computed tomography (CT) review that the patient had a rupture, type ii and a iiib endoleak.